Manufacturer narrative:
The pushwire and the pipeline were returned for evaluation without the marksman. The evaluation could not determine the cause of the event because the pipeline was found fully open. (B)(4).

Event description:
During the pipeline deployment, the device could not be opened in the parent artery. The device was removed from the patient. No patient injury was reported as a result of the procedure.